Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0w90t, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported a loss of therapy. There was a change in urgency symptoms. She tried increasing the amplitude to 1.6, which she felt occasionally, and 1.7, which "felt like mechanism is working but nerve is not getting stimulated." This occurred in (B)(6) 2015. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient later reported that the trial went great and her symptoms were controlled. After implant her symptoms were controlled and then she had a return of symptoms. After implant she was on program 1, which controlled her symptoms until they were not controlling her symptoms anymore. The patient had a return of urgency and that was causing her anxiety. She went to the doctor and they changed the program to program 2 and she was told to change it to which ever program worked best for her. She then changed to program 3, which worked well and then she started to go to the bathroom every 5 minutes. She skipped program 4 and went back to 1. The patient had increased stimulation and could feel it. She was currently on program 1 at 1.6. She could feel stimulation a very little bit. At that time the patient did not have a programmer with her to make adjustments. It was noted that the patient had been taking probiotics and was watching what she was eating. The consumer further reported that the patient's urgency symptoms had gone back to before they got the implant. The patient called and was told to increase the voltage and stay on program 1. The patient was in their health care provider's (hcp's) office and was shown how to go through programs. The patient was told that it was because the "prob" may have moved due to swelling going down. It had stopped being effective.